Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure. The patient is pleased and happy postoperatively. Rep was unable to keep this lead.

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure. The patient is pleased and happy postoperatively. Rep was unable to keep this lead.